Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that on (B)(6) 2011 prior to explant, the device elective replacement indicator (eri) triggered due to high battery impedance. Ramware version 8 was installed on (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported elective replacement was indicated on the device due to high battery impedance. The device was removed and replaced. No patient complications have been reported as a result of this event.